Event description:
During the sij fusion procedure, the tip of the cutting element of the third decortication instrument broke off while in the joint. The surgeon noted he over-extended and over-pressured the turning of the instrument. He attempted to retrieve the broken piece but was unsuccessful. The patient was doing well post-op.